Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Tandem customer technical support (cts) started a system check however customer was unable to complete the check. Customer cleared the alarm and reported that the infusion set would be changed. . There was no reported adverse impact.